Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
When the subject device was activated for inspection before the subject device was used for the patient, the cutting wire broke. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the cutting wire.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that spark occurred due to any of the following possible causes, and then a part of the cutting wire became extremely hot, resulting in breakage. The cutting wire was close to the metal part of the distal end of the endoscope or the device for checking energization. The output was set too high. The above device handling has warned in the instruction manual.